Event description:
Tubing was primed with normal saline. After tubing was inserted into IV pump, rn noticed leaking on the floor. Tubing was assessed and it was found that the portion of the tubing which was inserted into the IV pump was leaking.